Manufacturer narrative:
Updated information: d4 UDI number updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 78-year-old male was admitted for a non-st segment elevation myocardial infarction. The patient required coronary artery bypass grafting (CABG) plus mitral valve replacement (mvr) and an impella 5.5 was electively placed via direct approach for preoperative hemodynamic stability. The patient required 1 unit of blood post operatively. The patient¿s creatinine elevated most likely due to hypovolemia (cvp 4) so the patient was given albumin. Labwork showed questionable hemolysis however, there were no clinical symptoms noted and the labwork normalized after volume replacement. There were no issues and the patient was successfully explanted on (B)(6) 2025.